Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for vascular closure and hemostasis. While slowly retracting the device at an angle of approximately 50 degrees, after the pulsatile blood flow stopped in the blood return indicator, the closure device was further withdrawn about 1 cm, but the indicator window did not change color. The operator then continued to slowly withdraw the device and attempted to change the angle several times, but the indicator window still did not change color. Finally, the closure device was removed, and manual compression was used. There was no reported injury to the patient. The patient underwent lower limb arterial surgery. The operator has many years of experience using exoseal. The procedure was performed via retrograde puncture of the left femoral artery, using a non-cordis short sheath. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for vascular closure and hemostasis. While slowly retracting the device at an angle of approximately 50 degrees, after the pulsatile blood flow stopped in the blood return indicator, the closure device was further withdrawn about 1 cm, but the indicator window did not change color. The operator then continued to slowly withdraw the device and attempted to change the angle several times, but the indicator window still did not change color. Finally, the closure device was removed, and manual compression was used. There was no reported injury to the patient. The patient underwent lower limb arterial surgery. The operator has many years of experience using exoseal. The procedure was performed via retrograde puncture of the left femoral artery, using a non-cordis short sheath. The device is being returned. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for vascular closure and hemostasis. While slowly retracting the device at an angle of approximately 50 degrees, after the pulsatile blood flow stopped in the blood return indicator, the closure device was further withdrawn about 1 cm, but the indicator window did not change color. The operator then continued to slowly withdraw the device and attempted to change the angle several times, but the indicator window still did not change color. Finally, the closure device was removed, and manual compression was used. There was no reported injury to the patient. The patient underwent lower limb arterial surgery. The operator has many years of experience using exoseal. The procedure was performed via retrograde puncture of the left femoral artery, using a non-cordis short sheath. The device is being returned.